Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker inappropriately triggered an atrial noise reversion due to noise during atrial fibrillation. Programming changes were discussed. No intervention was reported. The patient will continue to be monitored.